Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a replace battery alert or replace battery now alarm. Troubleshooting was performed and found that the customer did not receive a low battery alert prior to replace battery now alarm. The customer stated that the battery was not previously used. Customer stated that the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. The insulin pump involved in this event is the (B)(6) insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Retainer ring = black. Case type = ngp. On 06-nov-2022 the customer alleged for replace battery now alarm without a prior low battery alarm. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, label damage (faded end cap) identified during the visual inspection. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: replace battery alert (73) on 27-jul-2022 at 19:43:00.000. Replace battery now alarm (11) on 27-jul-2022 at 20:14:00.000. Power loss alarm (6) 27-jul-2022 at 20:25:17.000 and at 20:25:25.000. Failed batt/battery failed alarm (58) on 27-jul-2022 at 10:12:39.000 and at 10:13:27.000. Pump passed self test, active current measurement, and displacement test. Pump failed sleep current measurement test. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 and in corroded battery tube. Customer alleged for replace battery now alarm without a prior low battery alarm confirmed due to moisture damage on pcba1 and in corroded battery tube. Exposure to moisture confirmed. The information related to additional manufacturer narrative has been updated and provided in h10 section of this report.

Event description:
The device was returned for the analysis.